Event description:
The customer reported that the 840 ventilator screen went blank. No pt involvement. The customer reported to have replaced the graphic user interface (gui) pcb. Covidien loaded the software only and conducted the final testing.